Manufacturer narrative:
Although there was no reported injury in this case, the preliminary findings suggests a malfunction in the device. Planning systems could conceivably create plans with a low dose-modulation factor and low enough total mu that 4ditc 8.8.x and below could interpret as arc dynamic, as opposed to vvmat (intended) and deliver incorrect/non-modulated dose thereby potentially causing a misadministration. Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.

Event description:
The customer reported that in (B)(6) 2008 they treated the first patients using rapid arc via an aria 8.5 (and eclipse 8.2.23) system at the department. In (B)(6) 2008 they exported all patient plans and imported them again in the clinical database which at that time had been upgraded to v 8.8. Now recently they wanted to measure again some of those plans from that time. When looking in eclipse, all those plans are ra plans, with dynamic dose rate and dynamic gantry speed. However, when exported as dicom rt plans and irradiated on the trilogy (with 4dtc version 8.8), some of those plans are interrupted as simple dynamic arc plans without dose rate modulation. There were no error messages. They noticed the difference by the measurement results. The customer was performing tests on old patient plans using measurements devices. No patient has been involved.